Manufacturer narrative:
Per previous discussion with the customer, it is their policy not to provide patient information. Additional source instrument pcu s/n (B)(4) is reported on manufacturer report number 2016493-2020-01789. The report of a system error 800.8000.0 was confirmed in the pcu event log. Previous investigations have shown that starting an infusion just after a flo stop open alarm will initiate a software sequence timing error. When the error is triggered, it results in error code 800.8000.0 recorded in the pcu error log and a 255-16-275 error code is displayed on the pcu display. ¿ the pcu event log shows that pump module s/n (B)(4) was programmed to infuse a basic infusion at a rate of 100ml/hr with a vtbi of 300ml and during programming a software sequence timing error was initiated when the user selected softkey 14 (start) almost immediately after a flo stop open alarm. ¿ a recall notice was published in june of 2017 warning the customer of this issue. ¿ the device was not returned for investigation. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 07jul2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 26jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported system error 800.8000.0 was identified as a software issue.

Event description:
It was reported to the hospital's biomedical engineering on (B)(6) 2020 that during patient use, the device displayed system error 255-16-275. There was no patient impact. Upon their analysis of the pcu logs, it was noted that system error 800.8000.0 had occurred on (B)(6) 2020 at 9:40:31 pm. The customer is requesting for log analysis to determine the cause of the error. Although requested, additional information was not provided.